Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the top of the battery cap was worn. It was unclear if the top of the cap being worn had any effect on the patient¿s ability to use the pump or not. Troubleshooting could not be completed at the time of initial contact. Customer technical support has made attempts to contact the reporter to complete troubleshooting, without success. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.